Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 265 mg/dl. Reportedly, the customer's bg level was typically elevated during the morning hours. The customer was confident in managing their diabetes and the customer declined troubleshooting with tandem's technical support.